Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of ten devices. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic retrieval of kidney tissue for potential transplant procedure, there were ten wands that had their tips melted. Another device was used to complete the procedure. There was no patient injury.